Event description:
It was reported that the patient presented for an implant procedure. During the procedure, two right ventricular (rv) leads were unable to pass through the septum for physiological pacing, resulting in twisting of both leads. Both the rv leads were not used and replaced on (B)(6) 2026. There were no adverse patient consequences.